Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 09/25/2015 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed evidence of shortened battery life. Battery compartment cracks were observed. Moisture was observed within the battery compartment and on the underside of the battery cap. The returned battery cap was able to secure properly to the pump. Leak testing found a battery compartment leak. The pump successfully completed a prime sequence without issue or alarm. The pump¿s power draws were found to be within specification. No damage or defect was found to the pump¿s internal components. (B)(4).

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a battery life issue with evidence of moisture contamination in the battery compartment. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.